Event description:
It was reported that, on an unknown date, the hand piece for battery powered driver motor does not maintain the same speed, it can heard the change in pitch as motor runs. It was also reported that the device did not malfunction during the surgery nor did it contribute to a death or injury. No patient involvement. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Add'l pro code: gxl. The additional evaluation service history review states no service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. Placeholder.